Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to t-wave oversensing. The patient has dialyses, therefore, it is mentioned to be contraindicated for implantable cardioverter defibrillator (ICD) implant. A new screening was performed and the vectors passed, therefore, the s-ICD system was programmed off and is planned to be replaced. The s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.